Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the healthcare provider had seen instances in the past of the extension wire rubbing against the clavicle bone and breaking down the insulation of the extension to cause a shocking/jolt. No further complications were reported as a result of this event.